Manufacturer narrative:
The user facility returned the device to olympus for repair due to the unsupported scope error e315 during preparation for use. The patient was not yet anesthetized when the error occurred, and the user completed the intended procedure with another device. The device was manually reprocessed using an enzyme cleaner. The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The device has not been repaired in the past year. Error e315 reported by the user was not reproduced. The operation of angulation was heavy. The monitor screen occasionally turned black. The light guide bundle on one side may be broken. There was a leakage from the channel tube. Liquid was entered the inside of the device. The contact pins on the endoscope connector were corroded. Leakage of the channel tube, blackout of the monitor screen, rust and corrosion of the entire device could have been caused by improper use and maintenance by the user and was not a quality issue. From the evaluation result of the device, olympus medical systems corp. (Omsc) confirmed that there was a leakage from the instrument channel. The exact cause of the reported event could not be conclusively determined. However, based on the device evaluation results, the reported event may have been caused by moisture entering the device through a leak in the instrument channel. It is possible to prevent the occurrence of the reported event, as the instruction manual states that an endoscope leakage test should be performed after each precleaning procedure. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) sales & marketing (B)(4) and found that there was rust inside the endoscope connector, inside the body control unit, and between the protector and the endoscope cover in the control section. In addition, there was a clear inundation inside the control section. There was no report of patient injury associated with the event.